Manufacturer narrative:
On 02/24/2022, the customer called and spoke with customer service and stated she didn't want to use the swing maxi pump and didn't want to troubleshoot. She would like a pump in style as her replacement pump. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 02/24/2022, the customer indicated that she developed clogged ducts and milk blisters and was prescribed medication. She stated her clogged ducts are reoccurring and she is being diligent to express as often and long but is using her previous pump in style breast pump. The device was returned with the customer's parts and accessories and was evaluated on 03/11/2022. The device passed suction and cycle specifications. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2022, the customer emailed medela llc and alleged that her recently purchased swing maxi breast pump she used for a full day and night was painful and caused clogged ducts. She went to the hospital due to her breast being hard.